Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 400 dialyzer. Following the dialysis treatment the patient developed a red face, shortness of breath and hot sensation. The patient was treated with piriton and the symptoms resolved.